Manufacturer narrative:
Tutogen's investigation is in process. Once the results are available, a follow-up report will be submitted.

Event description:
Rti surgical, inc. D/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen received a complaint on (B)(6) 2025, resulting from a literature review. The article was published in the acta ophthalmologica 2025 jul 8. Doi:10.1111/aos.17545. The title of the article was "muscle tendon elongation with bovine pericardium (tutopatch®) in patients with graves' orbitopathy; a prospective, observational, multicentre study. The authors are h. M. Jellema, m. Oeverhaus, a. Eckstein, I. Mombaerts, r. J. H. M. Kloos, d. T. Hartong, p. Nieuwkerk, and p. Saeed. There were 35 patients enrolled in the study. In 45% of the patients, tutopatch® was inserted on 31 medial rectus muscles for esotropia. Fifty-four percent of the patients underwent surgery for a vertical deviation where tutopatch® was inserted in 14 inferior rectus muscles and 9 superior rectus muscles. Overall, no overcorrections were found. Eleven patients needed additional strabismus surgery to treat their persistent diplopia. The article indicates surgical success with the tutopatch grafts; however, off label use was utilized. No product identifiers were provided. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Follow-up information was provided to tutogen that indicated: the author stated that the article showed that there were no immediate adverse effects after implantation. All 56 patients initially received a tutopatch graft. Three out of 11 patients had a second surgery to a different direction of squint. Of the remaining eight patients, it was not clear to the author whether the tutopatch graft had an under effect or if it was a consequence purely due to the size of the squint angle. The author concluded that the use of a tutopatch graft in graves orbitopathy is safe and effective. The off-label use is assessed as non-serious. Despite multiple follow-up attempts, no further information could be obtained.